Event description:
The customer reported that she was at a doctor's appointment, and the doctor sent him to the emergency room due to hypoglycemic episodes that he had experienced. The doctor felt that the issues were not site or insulin pump related. The doctor didn't feel the need to troubleshoot the insulin pump, and stated that the customer has been having good success with it. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to hold a charge due to battery depleted.